Manufacturer narrative:
As reported in a research article, right focal atrial tachycardia following closure of patent foramen ovale with an amplatzer septal occluder device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Information from the field indicated that patient presented with tachycardia three years post procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was under case specific circumstance as ablation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: right focal atrial tachycardia following closure of patent foramen ovale with an amplatzer septal occluder device: case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "right focal atrial tachycardia following closure of patent foramen ovale with an amplatzer septal occluder device: case report", was reviewed. The article presented a case study of a 76-year-old male patient with a history of a cryptogenic stroke, right to left shunt, and atrial septal aneurysm. A 25mm amplatzer pfo occluder was selected for implant to close a patent foramen ovale (pfo) on an unknown date. The device was successfully implanted. Approximately three years later the patient presented with symptomatic palpitations and electrocardiogram confirmed tachycardia. An ablation was performed and resolved the tachycardia. [The primary and corresponding author was ahmed makni, cardiology department aix en provence hospital center avenue des tamaris 13100 aix en provence, with corresponding email: dr.ahmed.makni@gmail.com.]